Event description:
It was reported that pump issued recurring cartridge alarm 20 during cartridge loading sequence. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.